Event description:
The customer reported receiving no delivery alarms and had high blood glucose at 594 mg/dl. At the time of the no delivery alarm, customer's blood glucose was 453 mg/dl. The customer had completed troubleshooting for excessive no delivery alarms in the past and had changed infusion set, reservoir and insulin. The customer stated they had tried all remedies. It was advised that the customer revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.